Event description:
The customer reported to olympus, the visera elite xenon light source emergency lights turned on during preparation for use. The event occurred in july and at the end of august. The intended procedure was completed with the same equipment. There was no delay or impact associated with the reported event. This report is related to patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the inspection it was found that due to igniter failure, sometimes the lamp does not turn on and the emergency light turns on. Additional evaluation findings were as follows: due to a scope socket failure, the high brightness is sometimes turned off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation the cause was not identified, however it is likely the ignitor failure led to the malfunction resulting in the emergency light turning on. Olympus will continue to monitor field performance for this device.